Manufacturer narrative:
Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the haptics of the intraocular lens (iol) were sticking together as well as on the front of the optic. There was no patient injury and the iol remains implanted. No further information was provided.

Manufacturer narrative:
A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. There were no process and / or material changes within the production order. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.